Event description:
It was reported that gradually increasing shock impedances were noted on this right ventricular (rv) lead, before becoming out of range at 140 ohms. Capture thresholds and sensing have were noted to be stable. No noise present on manipulation or movement. Technical services (ts) recommended defibrillation threshold (dft) test to assess lead integrity. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. Defibrillation threshold (dft) testing was performed due to suspected calcification of the lead. A 41j shock was delivered and the resulting shock impedances was 90 ohms. The system impedances after shock delivery decreased to 120 ohms, and no allegation of compromised lead integrity. The alarm limit was increased to 150 ohms and further monitoring is expected. No additional adverse patient effects were reported. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that gradually increasing shock impedances were noted on this right ventricular (rv) lead, before becoming out of range at 140 ohms. Capture thresholds and sensing have were noted to be stable. No noise present on manipulation or movement. Technical services (ts) recommended defibrillation threshold (dft) test to assess lead integrity. This rv lead remains in-service. No adverse patient effects were reported.